Event description:
The customer reported a system message displayed between cases. The facility was unable to clear the message and as a result, one case was cancelled. The pt has been prepped and had received sedation. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system, confirmed the system message displayed, and replaced the regulator. The system was tested after the regulator was replaced, and then it met all product specifications. The regulator was returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.